Event description:
The maquet operating room table system 1120 was used during a surgery. After the procedure and during the transfer of the table top from the column to the transporter; the table top detached from the column without being properly locked onto the transporter. As it was not secured, the tabletop tilted and the pt slid off of the tabletop onto the floor, suffering an abrasion on the back. No treatment information was provided(B)(4).

Manufacturer narrative:
A maquet field service technician (fst) investigated the devices. The entire system has been tested together with the biomed and surgical staff. The event could not be reproduced. The entire system worked as specified. During transfer of the table top, the table top is automatically locked to the column with two locking hooks until the table top has been safely transferred to the transporter. Only a combination of two events or faults occurring simultaneously can lead to the described event: both safety hooks are not locked (likely from an obstacle preventing the latching mechanism from locking into position.) The transporter is not in the correct position. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.